Manufacturer narrative:
Only information provided was that the lens was implanted at the beginning of this year. Approximately 4 to 5 months ago from (B)(6). The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A patient reported that he was unhappy with his symfony lens. Patient is complaining of poor to no vision and unable to read without glasses. The patient already had a yttrium aluminium garnet (yag) capsulotomy laser as well. Through follow up with the clinic it was learned that the patient has some residual refractive error. His current rx is +1.00 -0.50 x 17 and is correctable to 20/25+1 add +2.50 20/25 near. Patient's uncorrected visual acuity is 20/25-1 distance and 20/200 near. Additional information from the patient was received and the patient stated that doctor convinced him to the upgrade to premium lens and was told that after the symfony lens implant, he will not need eye glasses. Currently, patient's doctor has not prescribed any glasses. Patient stated that although he is using reading glasses, there is high impact to his daily life as he needs help from others constantly for his near vision issue. Furthermore, the patient clarified that his case is related to trauma induced cataract and he is very young to develop an actual cataract problem. Patient also specified that he experienced dry eye condition after the lens implantation but the condition improved significantly after doctor plucked out something that felt like hair was being pulled out of his eye duct. This was done during a regular office visit and there was no secondary surgical procedure or prescription eye drops for dry eye condition. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.